Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the cause of the high impedances on electrode 0 was unknown. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that the rep met with the patient in office. The patient reported that they were getting an uncomfortable sensation in their upper shoulder and in their vaginal are a. When impedances were run, all impedances associated with electrode 0 were greater than 4000. The rep reprogrammed the device and moved the patient to ¿program not involving electrode 0.¿ the issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.